Event description:
Customer called to report a clear fluid leak around the left side of the coulter lh780 hematology analyzer. Customer could not locate the source of the leak. Customer stated that patient samples and results were not affected by the leak, and that no one was harmed by or exposed to the leak. The field service engineer (fse) inspected the instrument and found that the tubing at vl114 was split. The fse replaced the tubing and verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
(B)(4).